Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the pacemaker exhibited noise and high out of range pace impedances of greater than 3000 ohms on the right ventricular (rv) lead. The noise appeared to be due to the minute ventilation signal. An x-ray was performed and compared to the initial implant procedure which showed the device was flipped and the rv lead was twisted within the pocket. The rv lead also appeared to have an outer conductor fracture. They suspect the patient is a twiddler. A revision procedure was then performed where the device and rv lead were explanted and replaced. No additional adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.